Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 29mm 11400m mitral valve, implanted in tricuspid position was explanted after an implant duration of 4 months, 19 days due to unknown reasons. The explanted valve was replaced with a 27mm 11400m mitris relisa valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Event description:
It was learned through the implant patient registry and medical records that a patient with a 29mm 11400m mitris resilia mitral valve, implanted in the tricuspid position, was explanted after an implant duration of 4 months and 19 days due to endocarditis. The explanted valve was replaced with a 27mm 11400m mitris resilia valve. The patient tolerated the procedure well and was discharged on pod#10. Per medical records, the patient presented with endocarditis. The patient underwent a redo sternotomy, and intra-operatively, a severely infected tricuspid leaflet with vegetations was found, but the infection did not extend to the annulus. The infected tricuspid valve was explanted, and the peri-annular area was debrided and copiously irrigated with warm saline. The annulus was sized, and a 27mm 11400m mitris valve was implanted. The patient tolerated the procedure well without any complications, was then transferred to the ICU for recovery, and discharged on pod#10. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.